Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing not delivered when required. The lead was found to have become dislodged. A surgical revision was performed, and there was visual evidence of a kink and physical damage to the lead. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts to the outer and inner insulation; approximately 16 centimeters (cm) from the is-1 terminal pin. This damage was noted to have likely occurred during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the dislodgement or pacing not delivered when required; however, did confirm the observed lead damage.